Event description:
Complainant alleged that during biomed testing, the device displayed "status 90" and will not charge defib energy. Complainant indicated that there was no patient involvement in the reported malfunction.